Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 25, 2007. The pump has not yet been received for evaluation. When the pump is received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility representative reported overinfusion during patient use. The pump was programmed to administer 250 mg of levequin. Pump actually infused 500mg as a secondary medication. Pump alarmed and went to the primary medication of saline. Pump was replaced. No additional therapy was administered to the patient as a result of this overinfusion. Additional contact information is available. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.